Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified third right posterolateral segment. After pre-dilatation, a 2.25 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. An intravascular ultrasound (ivus) catheter was advanced but also failed to cross the lesion. Subsequently, a child catheter was used to deliver the stent, but resistance was encountered. The device was removed and it was confirmed that the stent was lifted up. After plain old balloon angioplasty with a balloon catheter, another 2.25 x 16 synergy¿ was deployed and the procedure was completed. No patient complications were reported and the patient's status was good.